Event description:
The breast pump does not work as advertised. There is no suction to remove milk as advertised, despite working with customer service to troubleshoot the device. The advertising is incredibly misleading and customers are wasting (B)(6) with no ability to return the product.